Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. This is the second of two MFR. Reports for the same event. The other submission is referenced as 1220246-2016-00025. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, the needle of the cinch bent in half at a 90 degree angle. No implants were deployed from this cinch. Another cinch was used and first implant worked fine, however, the second implant when surgeon went to squeeze the handle got stuck after the second click and the implant did not deploy. Second implant and sutures were removed and the first implant remained behind the meniscus unsecured in the patient. Another cinch was opened and both implants deployed but the knot pusher cutter cut the suture too prematurely. Surgeon cut the tail of the suture and used a knee scorpion and zero fiber wire to secure the two implants to finish the case. Follow-up investigation: procedure was a meniscal repair. Cinches were thrown away by the nurse.